Event description:
It was reported that setting instrument was found to be broken before procedure started. Another instrument was used instead. No patient was involved. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. A followup/ final report will be submitted when additional information becomes available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The setting instrument has been returned for investigation. During visual examination, it was confirmed that the handle and the metal rod of the instrument are intact, with no heavy signs of damage. The tip of the instrument shows signs of material deformation and the small insert is misaligned however, there was no fracture of the instrument happening, therefore this medwatch will be voided.